Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 16-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. Her medical history included hernia (diagnosed in (B)(6) 2011); she was operated in (B)(6) 2011 and hashimoto disease. On (B)(6) 2011 essure was inserted (she was (B)(6) at time of procedure)on an unspecified date the consumer experienced increase or heavy blood loss during menstruation, arrhythmia, gastrointestinal disorder, groin pain, breast pain, arthralgia, muscle pain, depressive feelings, nausea, tiredness, restless feelings, brain fog, swollen abdomen, tingling, tinnitus, flu symptoms, swollen glands, open spaces (not mouth ulcers), she stated that hernia surgery has failed (also diagnosed), thereby complaints on abdomen, bladder, labia, tailbone and numbness. For this a rehabilitation course was completed. Sphincter gastrointestinal did not close anymore, presumably because of all medications she received. On (B)(6) 2016, essure and tubes were removed. She had a novassure conducted at the same day. The influence of essure in her daily life included work-related problems and relation and/or family problems . She stated that relationship to essure is uncertain. Correction on 25-aug-2016 following company internal coding review. The events complaints on tailbone and complaints on labia were recoded from unevaluable events to meddra llt unspecified disorder of coccyx and genital labial disorder nos, respectively. Company causality comment:this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced increase or heavy blood loss during menstruation and arrhythmia .heavy blood loss during menstruation is listed in the reference safety information for essure while arrhythmia is unlisted. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event increase or heavy blood loss during menstruation and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, based on this information and also based on its etiology/physiopathology, causality between the event arrhythmia and essure use was considered unrelated. This case was regarded as incident since an essure removal was required. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced increase or heavy blood loss during menstruation and arrhythmia . Heavy blood loss during menstruation is listed in the reference safety information for essure while arrhythmia is unlisted. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event increase or heavy blood loss during menstruation and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, based on this information and also based on its etiology/physiopathology, causality between the event arrhythmia and essure use was considered unrelated. This case was regarded as incident since an essure removal was required. Other nonserious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.